Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The cgm reading was 350 mg/dl, and the patient treated with a bolus, but it was ¿too late¿. No information was provided about symptoms, but the patient was unable to take a blood glucose reading and called the emergencies. When the paramedics arrived a fingerstick was taken and the cgm reading was 350 mg/dl, and the blood glucose reading was over 500 mg/dl. The patient was brought to the hospital. No information was available regarding treatment, but it was stated that after the patient arrived home the next day, on (B)(6) 2025. In less than 24 hours the patient was back in the hospital and this time would have been diagnosed with dka. No specific malfunction was reported regarding the second hospital visit, and it unknown if the patient was wearing a dexcom sensor at that time, but the patient reported the pump was ¿not in commission¿. There are no treatment details, but the patient was discharged on (B)(6) 2025, the same day as she reported the event. The patient refused to provide further details regarding the event and just wanted the ¿pump to be fixed¿. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. Before the patient treated themselves with a bolus, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the paramedics arrived, the reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.